Event description:
Date of implant for pt 7855 was in 2000. One day post operatively, a mild corneal edema developed. 6 days post-operatively inflammation developed. In 2000, there was an anterior chamber tap with culture of anterior chamber tap with culture of anterior chamber and injection of intraocular antibiotics and periocular antibiotics. The doctor believes this reaction is lens related.